Manufacturer narrative:
Image review: images were submitted to medtronic for review. Transesophageal echocardiogram (tee) images were provided from 2/13/2024. The evolut implant depth appeared to be deep. A mobile echogenic structure was seen within the evolut, appeared to be attached to one of the prosthetic leaflets. Moderate central aortic insufficiency was present. No paravalvular leak (pvl) noted. Mild to moderate mitral regurgitation, two jets were seen. Mild tricuspid regurgitation was present. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, the patient was admitted to hospital for possible endocarditis. Echocardiogram showed that mild-moderate aortic regurgitation was present, with the presence of possible vegetation in one of the leaflets. A computed tomography (CT) scan was ordered for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that 1/4 blood cultures were positive for streptococcus mitis on admission which led to repeat t ransthoracic echocardiogram (tte) and subsequent tee. Mean gradient by repeat tte was approximately 8mmhg which was unchanged from post-implant day 1 tte. Mild intravalvular aortic insufficiency was unchanged and better visualized by tee. Fever on admission was do cumented. No other identified source after infectious disease evaluation. No prior history of infective endocarditis. No preceding active infection, dental work, etc. Tee did not identify clear vegetation; however, possible vegetation on downstream side of mitral valve which was later adjudicated as chordal tissue by computed tomography (CT) scan. The patient reported that the overall functional capacity remained greatly improved following transcatheter aortic valve replacement (tavr). In addition, the patient¿s family reported that the patient has resumed doing activity of daily living. The patient was reported to be evaluated in primary care last week with no interval change in status post tavr. Pending repeat tee after completion of antibiotic therapy was noted. It was reported that the valve appeared like early hypoattenuated leaflet thickening. In addition, the patient has been on an anticoagulant for atrial fibrillation. Pending interval tee +/- repeat CT scan in conjunction with interval clinical assessment may or may not initiate discussion of transition to a different anticoagulant. No adverse patient effects were reported.

Manufacturer narrative:
Updated data:additional codes: annex f. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.